Event description:
Alleged event: it was reported that some of the catheters from this were found by the medical staff to be blocked. There was no reported pt injury or intervention.

Manufacturer narrative:
The device sample has not been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.